Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. The complaint device was returned for evaluation. A follow up report will be submitted once the evaluation has been completed. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was no available. The allegation was confirmed because the device failed the bin review. The probable cause could not be determined. No injury or medical intervention was reported.